Manufacturer narrative:
A steris account manager offered in-service training on the proper use and maintenance of the harmony led surgical light however, the user facility declined.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmony led surgical light and found that the light did have a slow drift. The technician was informed that as the employee had stood up, the surgical light made contact with the employee. While onsite, the technician adjusted the spring on the tension arm of the surgical light, tested the unit, and found it to be operating according to specification. The surgical light was returned to service. The harmony led surgical light operator manual (5-1) states: "problem - 1. Lighthead(s) or monitor arm(s) drifts once set in position and released. Possible cause and/or correction - 1. Brake friction, weighting or tension spring adjustment incorrect-call your service representative, or-of qualified - consult section concerning suspension arm adjustments in maintenance manual." The unit was installed in 2011 and is not under steris service agreement for maintenance activities. The facility's biomed department is responsible for all maintenance activities. A steris account manager will offer in-service training on the proper use and maintenance of the harmony led surgical light. No additional issues have been reported.

Event description:
The user facility reported that a harmony led surgical light drifted and made contact with a doctor. No medical treatment was sought or administered.